Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
Unannounced samples received originally for complaint pir (B)(4). As reported by the user facility from complaint pir (B)(4). Discolored ring at hub of catheter, bbraun communicated safe for use, physican took device apart, debris noted on discolored piece and debris was removeable.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). (B)(4) samples for lot # 24n10g8271 were submitted to the manufacturer for evaluation. Out of the (B)(4) samples received, (B)(4) samples were observed with a yellowish valve; all (B)(4) pieces observed with staining. The samples were sent to an external laboratory for identification; the results showed that the yellowing stain could not be identified due to low spectrum matching. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the reported defect is confirmed however, the exact root cause could not be determined. Corrective measures have been implemented to increase the frequency of cleaning activity. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.